Event description:
It was reported that during use of the bd plastipak¿ 50ml luer-lok syringe the rubber end of the plunger is flatter than usual, because of that the syringe cannot be applied completely. Medication remains in in the syringe. The following information was provided by the initial reporter: the rubber end of the plunger is flatter than usual. As a result, the content of the syringe cannot be applied completely, rests of it remain in the syringe.

Manufacturer narrative:
Investigation summary: two unused 50ml syringe samples, two sealed samples, and two photos were provided to our quality engineer for investigation. Upon visual inspection, no damage or molding defect was observed on any of the stoppers. A device history was performed and found no no-conformances related to the reported issue during production of batch 1904229. The height of the stoppers received were measured and found product to be within specifications. Based on available information, since we were unable to duplicate the indicated failure mode and a review of the device history records showed no indication of the alleged defect, no root cause was possible to determine at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Conclusion: no manufacturing defect observed in samples and picture received.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 50ml luer-lok syringe the rubber end of the plunger is flatter than usual, because of that the syringe cannot be applied completely. Medication remains in the syringe. The following information was provided by the initial reporter: the rubber end of the plunger is flatter than usual. As a result, the content of the syringe cannot be applied completely, rests of it remain in the syringe.